Event description:
It was reported that the flex deflectable videoscope 3d image cannot be switched. The issue was found during service and maintenance. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.